Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.